Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of paclitaxel sets experienced leaking from unspecified locations; described as ¿from the bag with details on where the leak was coming from to be specified¿. This was observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.